Event description:
Reportable based on analysis completed on (B)(6)-2012. It was reported that during a stenting treatment procedure, inability to cross the target lesion occurred. The target lesion was located in a tortuous right coronary artery. The physician advanced a 2.75x38mm promus element stent delivery system, but was unable to cross the target lesion. The procedure was completed with another of the same device and the patient's post procedure condition was stable. However, device investigation revealed a shaft break.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was returned in two sections for analysis. The break was measured at approximately 280mm distal from the strain relief. A hypotube kink was noted 22 mm distal from the hypotube break. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. An examination of the crimped stent found no issues. The balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).